Event description:
It was reported that two zipfix guns had broken. There was no patients involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the first generation instrument received with this complaint shows marks and scratches on its moving parts which indicate a long time use. One (1) screw is missing from the housing, no other damages are identified. In this non-manufacturing complaint investigation it was found that the function of the returned instrument of lot number: 7831855 is not more provided due to the missing screw in the housing components which holds the tensioning lever in place. The non-manufacturing complaint investigation of the first generation zipfix instrument is closed as determined as being in-conclusive. In may of 2013 the fixation of the all screws with a glue application was implemented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions can be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: march 28, 2012 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.